Event description:
Ethicon endo-surgery harmonic ace shears was tested and being utilized according to MFR's recommendations. During the procedure the generator screen reverted back to the last screen with the device being further evaluated and tested again. The screen then reverted to the tighten assembly tutorial with the device being further evaluated and tested again. The instrument was then utilized for approx 2 mins. Following this subsequent use, without the device even being touched, the test screen was again displayed and continued to stay in the running test mode and would no longer function. The reusable cord was tested by biomed with no issues identified and close to 50 lives remaining. FDA safety report ID# (B)(4).